Event description:
Additional information received (B)(6) 2016. Allegedly the patient was revised due to the following mom complications: pain; metallosis; elevated ions; loose cup; osteolysis. (Right)

Manufacturer narrative:
This is the same event as 3010536692-2016-00295 and 3010536692-2016-00297. (B)(4)

Event description:
Allegedly the patient was revised due to mom complications: appears on x-ray that the cup shifted which could indicate that it is loose. The cup appeared to comeout w/o cup cutters. Also it appears as though grey "synovial fluid" was removed along w cultures and pseudotumors"